Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. Poor communication on the patient programmer was reported. The patient was also unable to communicate using the recharger. The patient had been sick in bed with migraines related to allergies and the pollen in the air, and not related to the spinal cord stimulation therapy. The patient doesn¿t charge when she¿s in bed and saw the reposition antenna screen starting on (B)(6) 2017. The patient said she last recharged and felt stimulation probably on (B)(6) 2017. The patient was redirected to follow-up with a healthcare professional due to a possible overdischarged neurostimulator. No further complications were anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-12. The patient reported that she put the charger like always and couldn¿t get a signal, so she changed the signal on the antenna. The patient reported that she had been in bed sick for a week and wasn¿t able to get up and charge her back. The patient reported that she had a good signal before she got sick and never had any problem with it before. The patient reported that she always sat up to charge and also had new batteries in it.